Manufacturer narrative:
The ensite case study was analyzed which indicated several rf ablations with high impedance abnormalities. Moreover, several ablations were noted to occur at a power level greater than 30 watts. The tacticath se IFU states that the recommended power range for tacticath se ablations is between 10-30 watts. Electrode 1 and both thermocouples met specifications during electrical testing. In addition, the device met specifications during temperature testing and flow rate testing. A simulated ablation test was conducted with no impedance anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported clot remains unknown.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Electrode 1 and the both thermocouples met specifications during electrical testing. In addition, the device met specifications during temperature testing and flow rate testing. A simulated ablation test was conducted with no impedance anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported issue remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, a blood clot was observed. The procedure was completed without replacing the catheter with no consequences to the patient.